Event description:
The customer reported that on 8/8/97 vasoseal was used in the right groin following a diagnostic catheterization procedure. The pt complained of a small nodule at groin site and claudication of right thigh. On 8/28/97 pt had an ultrasound which revealed a stenosis of rfa. On 8/29/97 pt was admitted to hosp for an ouput arteriogram. A bilateral runoff was done which showed a high-grade 90% stenosis of rcfa with an intimal flap. The pt went to or for exploratory surgery of rfa. The surgical findings were that the collagen plug entered the wall of artery causing a split in intima. The artery was surgically repaired.